Event description:
Customer's mother reported that the insulin pump had cracks in it. She stated that there is a crack on the screen that makes it difficult to read. She stated that there were frequent high blood glucose readings at night because of growth spurts. She declined troubleshooting for this issue. The blood glucose reading was 291 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.